Event description:
It was reported that during a percutaneous transluminal angioplasty with antegrade approach, a balloon rupture occurred. The 100% stenosed and calcified target lesion was located in the moderately tortuous left anterior tibial artery. A 1.5mm x 20mm x142cm coyote es balloon catheter was used. During first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a 1.5mm x 2cm coyote mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).